Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a disconnection issue with an unknown transfer set (ts) which resulted in peritonitis. It was reported the ts ¿accidently¿ disconnected from the patient line and this was the cause of the peritonitis. It was reported there was ¿no loose connection at all¿. On an unknown date "early" in the month following receipt of this report, the patient presented to the pd clinic and was diagnosed with peritonitis. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis. On an unreported date, the ts was replaced. Seven days after the disconnection event, the patient was treated with intraperitoneal vancomycin (loading dose 2 gm, then 1 gm every five days for 14 days). The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information:the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.